Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump display was scratched up. Customer's mother did not know customer's blood glucose level. Customer's mother stated the customer fell down a hill, the device was scratched up and it was not working. Customer's mother stated the screen had black pigmentation and buttons were not working. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened all button dome switch. The insulin pump received with cracked and bleeding lcd glass. Unable to perform functional check including, rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test and all operating current test due to lcd physical damage. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and scratched case all over around the display window.